Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported I can use the receiver because my last one dies. No additional patient or event information is available. No product or data was provided for evaluation the reported event was not confirmed. A root cause could not be determined.